Event description:
It was reported that post implant a realize band, the patient went for routine band fill and no fluid could be withdrawn. A fluoroscopy was performed and a leak was confirmed at the buckle of the band. Adjustments administered by (B)(6). Adjustment history: (B)(6) 2009 - 3 cc, but could not aspirate. (B)(6) 2001 - patient came in for follow-up to check for a leak. No leak found. Another 5 cc was added. Still could not aspirate. (B)(6) 2009 - under fluoroscopy injected 1 cc, but could not aspirate. (B)(6) 2010 - no fill, could not aspirate. (B)(6) 2011 - injected multiple times, unable to aspirate about 1 cc. Leak was confirmed under fluoroscopy. The band is to be removed and the patient will get a sleeve. Explant date not schedule.

Manufacturer narrative:
(B)(4). Band/tube separation the following omponents were returned: straight band. Piece of catheter of 28 cm. Velocity port with locking connector and 22 cm of catheter. Bloodstains were observed on the band/balloon. Biological debris was observed in the balloon. One (1) foldline was on the middle of the balloon. A clear separation of the catheter from the band/balloon sub-assembly was observed at the catheter connection. A hole of 1 cm was observed at the band/balloon/catheter connection. As result of the visual comments, no functional test will be performed. A DHR review was conducted and no discrepancies were observed during the manufacturing process; therefore a manufacturing issue is unlikely to have contributed to this event.

Event description:
Pre-op leak test are performed on the band prior to implant. The band was explanted on (B)(6) 2012 and the patient had a gastric bypass after the band removal. There were no reported patient consequence as are result of band removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.